Event description:
It was reported that the implantable cardioverter defibrillator delivered inappropriate antitachycardia pacing- atp therapy. Programming changes were performed. The patient was in stable condition.